Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported the patient had a lengthy and extensive history of chronic pelvic pain, as well as diffuse pain. In 2010 the patient was found to have severe endometriosis involving the vaginal wall and bladder base. They underwent a partial cystectomy at that time. Prior to that time the patient had severe urgency, frequency and bladder pain syndrome related to their severe hypertonic muscles. The patient had the placement of a sacral neurostimulator first in 2008 and then again in 2009. The implant had worked relatively well for the patient at this point, however the battery was depleted and no longer working. This had resulted in worsening problems of incontinence, as well as voiding dysfunction. Urodynamics were done with the depleted battery recently and this revealed only minimal stress incontinence, but severe bladder spasticity and extreme sensory urgency. Cystoscopy revealed no evidence of recurrent bladder disease, however it did show chronic inflammatory change of a moderate degree associated with the most impressive. Severe voiding dysfunction demonstrated that the only way the patient could urinate was with severe "valsalva voiding" . Their urethral pressures approached 200 and they demonstrated very poor relaxation when asked to void, the detrusor sphincter dyssynergia. The patient demonstrated "__" of their pelvic floor. The patient came to the operating room on (B)(6) 2016 for replacement of their implantable neurostimulator (ins) approximately six years after its initial placement. The therapy was for treatment of the patient's hypertonic muscles, interstitial cystitis, and potentially their mild stress incontinence, which was demonstrated when their bladder was fuller than it normally was during the day. It was noted the patient demonstrated severe allodynia and had no muscle awareness. It was noted the patient's past surgical history included a tah-bso in 2006, tubal ligation in 2003, appendectomy in 2000, c-section in 1997, multiple cystoscopies with hydrodistention, cholecystectomy, hysterectomy, uvulopalatopharyngoplasty (uppp) bladder reconstruction/bladder sling, and vaginal reconstruction. The patient had reported history of mls and cvax2 in 2004 and 2009 with no history of CABG or stenting, atrial fibrillation, migraines, mi liver disease, chronic constipation, immunocompromised ic, pelvic floor tension, myalgia, and congenital bladder abnormality. A CT scan taken was mentioned to have been unremarkable. The patient had started "nucyta" for chronic ic pain. It was noted the patient currently had a rash, visual loss/blurriness, and facial swelling due to recent medication change, edema of the lower extremity, chest pain, palpitations, felt their heart pounding and fluttering, slightly slurred/abnormal speech, nausea and dizziness. The patient had verification of the depletion of the battery, underwent battery replacement without complication, analysis and device reprogramming. All lead combinations were confirmed to have been working well with appropriate impedance checks. When the battery was removed, it was noted there was a huge pointed dint in it that almost penetrated the case if the battery itself. The patient stated they had fallen onto the ins in the distant past. The initial event date is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.